Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that station went into critical override. A field service engineer, confirmed that the pharmacist resolved the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system station had disconnected mode and critical override but turned off and went down. Customer stated that the malfunction happened during procedure and nurse got meds from pharmacy. There were no adverse events or injuries reported based on this incident.